Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received two photos of a 22gx1.00in insyte autoguard blood control device from lot number 3024411. The photos display a damaged catheter tip. The observed damage is identical to that created when the needle pierces the catheter wall near the tip causing a spear through. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing a spear through may occur due to alignment of the set together station, bent tubing, or air blow inconsistency. There is a 100 percent automated vision system inspection and a sampling plan implemented for tip spear and lie distance, which mitigates the occurrence of this defect. As the returned unit has been removed from the package and handled it is also possible that the spear through occurred during improper tip adhesion break or during the venipuncture attempt in the clinician environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter experienced needle through catheter during insertion. The following information was provided by the initial reporter: I am not sure if you are the person I need to contact to report an issue with our IV catheters. I received a surfs report form one of my nurses saying that the needle poked through the catheter during the insertion while it was in the patient's arm. This is the first incident like this that I have been made aware of, but I figured it should be on our radar.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter experienced needle through catheter during insertion. The following information was provided by the initial reporter: I am not sure if you are the person I need to contact to report an issue with our IV catheters. I received a surfs report form one of my nurses saying that the needle poked through the catheter during the insertion while it was in the patient's arm. This is the first incident like this that I have been made aware of, but I figured it should be on our radar.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.